Event description:
Biolox ceramic head: postoperative fracture of the biolox ceramic head. Explantation was required.

Manufacturer narrative:
Conclusions: the company has attempted to acquire additional information regarding this event. However, such information has not been provided. As a result, the company has not been able to conduct a comprehensive investigation into this reported event. Even though the company has not received enough information to investigate this event, and because this product is marketed in the u.s., link is submitting this MDR to ensure full compliance with 21 cfr part 803. Should link become aware of additional information regarding this event, the company will supplement this MDR.